Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing issue and intermittent loss of capture were observed on the implantable pulse generator (ipg) and right ventricular (rv) lead. Ipg was explanted and the lead was capped and replaced with leadless ipg. No patient complications have been reported as a result of this event.